Manufacturer narrative:
(B)(4). (B)(6). The product has not been returned to the manufacturer. The device history record (DHR) was reviewed and no discrepancies were found. With the current available data, the root cause can not be determined at this time. If any further information is found which would change or alter any conclusions of information, a supplemental will be filed accordingly.

Event description:
It has been reported that the monomer fluid was not injected into the cartridge after having pressed the blue brackets of the optipac 80 refobacin cartridges. It happened prior to surgery, therefore no patient was involved. The failure happened on two different days, therefore, two complaints have been opened: - (B)(4): product failure (B)(6) 2018. - (B)(4): product failure on (B)(6) 2018.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the monomer fluid was not injected into the cartridge after having pressed the blue brackets of the optipac 80 refobacin cartridges. It happened prior to surgery, therefore no patient was involved.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and was conform. Investigation results concluded that the reported event was likely due to an handling error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.